Event description:
It was reported that the patient had intermittent t-wave oversensing on the right ventricular (rv) lead. Sensitivity adjustments were attempted, but not successful and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2007; 4193 implantable pacing lead, (B)(6) 2007. (B)(4).